Event description:
The customer conducted a method comparison study for prostate specific antigen (psa) on sixteen patient samples on an immulite 2000 instrument and an alternate platform. The customer observed a high bias on patient sample results for psa using reagent lot 383 run on the immulite 2000 instrument compared to an alternate platform. All samples were not run on the instruments on the same day. There were no known reports of patient intervention or adverse health consequences due to the high bias results.

Manufacturer narrative:
The cause of the high bias observed on the sixteen patient sample on the immulite 2000 instrument using reagent lot 383 compared to the alternate platform is unknown. Siemens is investigating this issue.